Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was repaired locally and keypad was replaced to solve the issue. The defective part was sent to brézins for further investigation. Upon visual check, keypad was cross-tested and device powered on successfully. On/off keys were working as expected. But then a continuous beep occured which seemed to indicate that a key would remain stuck and no keys were functional anymore. Internal inspection found some traces of oxidation but its origin could not be identified. The reported issue is likely due to a weakness in the keyboard matrix. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Error 28 (keypad error). Fault diagnosed in faulty keypad; replaced, qc performed after repair, device is functional and safe.